Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed including under water pressure testing and no issue were noted. There was no leak, blockage, or particulate matter observed during the sample evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dirt in the tubing of a solution set. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.